Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results for 1 patient sample on a cobas e 801 analytical unit. The customer had noticed an increase of low vitamin d results and had started repeating critical result samples. The initial result was <6 ng/ml with flag. The repeat result was 15.7 ng/ml. The sample was repeated on another analyzer and the result was 16.5 ng/ml. The result of 15.7 ng/ml was deemed correct.